Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the gantry of the imaging system was moving slowly and the led for the tube and detector lights would not illuminate. It was reported that the gantry would not return to home position and that the system was prompting the user to perform motion calibrations, but would not clear the prompt as the calibration could not be completed. It was noted that the in/out <(>&<)> up/down functionality of the gantry could not be calibrated. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The motion control box was returned to the manufacturer for analysis. Analysis found that when installed on a known good system, the system booted and readied. It completed motion calibration, tilt, rotor, door operations, and leds functioned as expected. 2d and 3d imaging was performed successfully. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after the system booted up, it displayed hold m to home. Initial complaint was low batteries, but all voltages on batteries and chargers were good. The field service representative could not home the system. The system would not rotate the rotor. After troubleshooting the controller the system would not attempt to rotate the rotor, open or close the door. The gantry controller was then replaced and the system successfully homed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.